Event description:
It was reported that this right atrial (ra) lead exhibited increase in pacing impedance measurements. Upon review of the latitude, these impedance measurements were increasing gradually around 720 ohms and within the normal range. Additional information received indicated that that pacing impedances were measuring around 2963 ohms. The plan was to have reprogramming performed and to check on all other lead measurements. It was suggested to have this patient seen in clinic for follow up and perform x-ray imaging. This lead remains in service. No adverse patient effects were reported.